Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon fell apart leaving a piece of pledget inside her vaginal cavity. She reported she removed a tampon and a few hours later continued to feel as if a tampon remained inside her vaginal cavity. She manually checked and removed a small piece of the tampon pledget with string that was still inside. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.